Event description:
It was reported that the patient presented to the clinic due to an alarm. The physician observed noise, high impedance, and high threshold on the right ventricular (rv) lead. An inappropriate shock was also observed. A lead revision is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d284vrc, implantable cardioverter defibrillator. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analysis of the device memory indicated the criteria for the right ventricular (rv) lead integrity alert (lia) were met. Lia triggered (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and v-sic. Thirteen non-sustained tachycardia and 3 ventricular fibrillation episodes of less than 220 ms v-v cycle are recorded between (B)(6) 2013. The 24013 v-sic occur since (B)(6) 2013. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper range. Max vpace impedance rises from an approximate baseline of 950 ohm the week ending (B)(6) 2013 to greater than 4000 ohm the week ending (B)(6) 2013, and then carries until the explant. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable.

Event description:
It was later reported that the lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.